Event description:
Procedure performed: unknown. Dr. Produced an anecdotal story of a registra using cb030, getting confused with epix graspers (in which they were also using) and accidentally perforating the patients bowel. I delved further into this and apparently it happened a couple of years ago and has put dr. Off of using cb030. Incident date: unknown. Patient status: unknown. Type of intervention: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on the description of the event, there is no indication that the device malfunctioned during use. The complainant confirmed that the scissors were mistaken for graspers during use, which led to injury to the patient¿s bowel.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown. Dr. Produced an anecdotal story of a registra using cb030, getting confused with epix graspers (in which they were also using) and accidentally perforating the patients bowel. I delved further into this and apparently it happend a couple of years ago and has put dr. Off of using cb030. Incident date: unknown. Patient status: unknown. Type of intervention: unknown.